Event description:
"Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("the date you learned of the perforation: (B)(6) 2018, essure had moved and was in the left ovary"), uterine haemorrhage ("abdominal uterine bleeding") and genital haemorrhage ("excessive bleeding /unusual bleeding") in a (B)(6) female patient who had essure (batch no. 627759) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergone essure confirmation test". The patient's past medical history included appendectomy, tonsillectomy (sore throat) and knee operation (tumor on left knee). Previously administered products included for an unreported indication: norethindrone and depo provera. Concomitant products included cetirizine hydrochloride (zyrtec), escitalopram oxalate (lexapro) and montelukast (singulair). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years 9 months after insertion of essure, the patient experienced menstruation irregular ("irregular periods / unusual periods"). In (B)(6) 2018, the patient experienced perforation (seriousness criteria medically significant and intervention required) and ovarian cyst ("created a cyst"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain /pelvic cramping"), menstrual disorder ("unusual menstruation"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") with urticaria and rash and tooth disorder ("teeth issue"). The patient was treated with surgery (a partial hysterectomy) and surgery (a partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, menstrual disorder, menstruation irregular, abdominal pain, allergy to metals and ovarian cyst outcome was unknown, the uterine haemorrhage, genital haemorrhage, pelvic pain and abdominal pain lower was resolving and the tooth disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menstrual disorder, menstruation irregular, ovarian cyst, pelvic pain, perforation, tooth disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: events- "nickel allergy ,teeth issue, the date you learned of the perforation: (B)(6) 2018, essure had moved and was in the left ovary, created a cyst" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('the date you learned of the perforation: (B)(6) 2018, essure had moved and was in the left ovary/the location of the pain: left side of her body'), uterine haemorrhage ('abdominal uterine bleeding') and genital haemorrhage ('excessive bleeding /unusual bleeding/unusual periods') in a 27-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergone essure confirmation test". The patient's medical history included appendectomy, tonsillectomy (sore throat) and knee operation (tumor on left knee). Previously administered products included for an unreported indication: norethindrone and depo provera. Concomitant products included alprazolam (xanax) since (B)(6) 2017, anti allergic agents, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), montelukast sodium (singulair), omeprazole since 2000 and salbutamol since 1993. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy bleeding"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain /pelvic cramping/pain/location of the pain: left side of her body"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced tooth disorder ("teeth issue"). On (B)(6) 2016, the patient experienced menstruation irregular ("irregular periods / unusual periods"). In (B)(6) 2018, the patient experienced perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with urticaria and rash and ovarian cyst ("created a cyst"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual menstruation"), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain") and psychological trauma ("psychiatric and/or psychological condition(s)"). The patient was treated with surgery (a partial hysterectomy, bilateral salpingectomy and left ovarian oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, menstrual disorder, menstruation irregular, abdominal pain, ovarian cyst and psychological trauma outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, abdominal pain lower, allergy to metals, tooth disorder and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, menorrhagia, menstrual disorder, menstruation irregular, ovarian cyst, pelvic pain, perforation, psychological trauma, tooth disorder and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2009: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- new event heavy bleeding and psychiatric and/or psychological condition(s) were added. Event onset date was added. The outcome of events pelvic pain, cramping, bleeding nickel allergy and teeth issues was updated from recovering to recovered. Product indication was added. Concomitant drugs were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.